Event description:
Complaint # (B)(4).

Event description:
Per additional information received, the patient has experienced vaginal bleeding, abdominal pain, sigmoid diverticula, unspecified pain, unspecified urinary problems, unspecified recurrence, dyspareunia, and loss of consortium.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, leaking urine, urinary incontinence mixed with both physical activity, urgency (urgency incontinence), urge incontinence, dysuria, frequency every 30 minutes, nocturia (x5), bladder infection, mild hypermobility, bacteria and epithelial cells in urine (bacterial infection), leaks ten times or more and required nonsurgical interventions.